Manufacturer narrative:
Based on the current information provided, the root causes of the patients' reported operative complications/outcomes cannot be determined or are unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. There was no image or video clip supplied for review related to a specific event. System or instrument log reviews could not be performed due to a lack of system, procedure, and instrument details. This complaint is being reported due to the following conclusion: within the journal article titled, ¿laparoscopic versus robotic-assisted, left-sided colectomies: intra- and postoperative outcomes of 683 patients," a number of complications involving da vinci-assisted left-sided colectomy procedures were noted. The complications/outcomes included the following: one patient experienced intra-operative bleeding, three patients underwent conversions to open surgery, one patient had a stoma formation, five patients required blood transfusions, and ICU was required for 46 patients. The causes of the operative complications/outcomes are unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Note: refer to medwatch report (MDR) with patient identifier #(B)(6) for MDR submission of the post-operative complications noted within the journal article. Although there was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
Intuitive surgical, inc. (Isi) became aware of a surgical endoscopy journal article titled, ¿laparoscopic versus robotic-assisted, left-sided colectomies: intra- and postoperative outcomes of 683 patients¿ (gass, j. M., daume, d., et al., 2022). The purpose of the study was to evaluate intra- and postoperative results of robotic-assisted laparoscopy (ral) compared to laparoscopic (lsc) surgery in left-sided colectomies. For the study, intra- and postoperative outcome parameters were collected and analyzed for 683 patients who underwent minimally invasive left-sided colectomies in 2 institutions between june 2015 and december 2019. For the anastomoses, linear and circular stapling devices were used via the double-stapling technique. Additionally, the da vinci si and xi surgical systems were used for the ral procedures. Within the journal article, the following operative complications/outcomes involving da vinci surgical procedures were noted: 1 intra-operative complication (bleeding), 3 conversions to open surgery, 1 stoma formation, 5 blood transfusions, and ICU was required for 46 patients. Isi has reached out to the corresponding author to obtain additional information but has not yet received a response.